Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-23 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the first deployment attempt of a transcatheter valve, upon deployment to the point of no recapture (pon r), complete heart block (chb) was observed. At this point, the implant depth was shallow on the non-coronary cusp (ncc) side at approximately 0 millimeters (mm). Additionally, the lower end of the valve was pressed down by calcification. Subsequently, the valve was repositioned and implanted at a depth of approximately 3 mm, and the chb was "allowed".

Event description:
It was reported that during the first deployment attempt of a transcatheter valve, upon deployment to the point of no recapture (pon r), complete heart block (chb) was observed. At this point, the implant depth was shallow on the non-coronary cusp (ncc) side at approximately 0 millimeters (mm). Additionally, the lower end of the valve was pressed down by calcification. Subsequently, the valve was repositioned and implanted at a depth of approximately 3 mm, and the chb was "allowed". Additional information was received that clarified the reported "chb was allowed" referred to when chb occurred, it was judged that a pacemaker implantation going forward would be unavoidable, so the valve was left in place without adjusting it to a shallower position. Placing the valve more shallowly might have eliminated chb, but would have increased risk of valve dislodgement; therefore, the safer approach was chosen. Additional information was received that one day following the implant of the valve, a permanent pacemaker was implanted.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the first deployment attempt of a transcatheter valve, upon deployment to the point of no recapture (pon r), complete heart block (chb) was observed. At this point, the implant depth was shallow on the non-coronary cusp (ncc) side at approximately 0 millimeters (mm). Additionally, the lower end of the valve was pressed down by calcification. Subsequently, the valve was repositioned and implanted at a depth of approximately 3 mm, and the chb was "allowed". Additional information was received that clarified the reported "chb was allowed" referred to when chb occurred, it was judged that a pacemaker implantation going forward would be unavoidable, so the valve was left in place without adjusting it to a shallower position. Placing the valve more shallowly might have eliminated chb, but would have increased risk of valve dislodgement; therefore, the safer approach was chosen.

Manufacturer narrative:
Updated: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.